Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
The patient reported that the needle button accidently released prior to the completion of the 24-hour period.